Manufacturer narrative:
The complaint device is not being returned and therefore not available for a physical evaluation. However, from past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. The needle could also break if it accidentally hits the bone or other instruments. Eiii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. It was reported that the needle was passed 20 times before it broke. Therefore it is a possibility that this failure occurred due to over use of the needle and can be attributed to use error. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. The complaint rate has been reviewed against the risk analysis document and found to be within the expected levels. Based on the complaint history, no further corrective action is warranted at this time. However, this file will remain receptive to any potential forthcoming information that is pertinent to this issue. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The sales rep reported that during a rotator cuff repair that the customer's expressew iii needle broke off in the patient's joint space when passing the suture. The sales rep reported that the broken piece was approximately 2mm in length. X-rays were done and the procedure was delayed 20 minutes but the broken tip was not retrieved. The sales rep reported that the surgeon used the expressew iii, not the autocapture, and fired the gun approximately 20 times before the tip broke. The surgeon completed the procedure with another like needle with no patient consequences. The customer discarded the complaint device.